Manufacturer narrative:
Results: there were no photos or samples available for evaluation. DHR was reviewed with no related quality notifications or manufacturing issues identified. Conclusion: all process and final inspections comply with specification requirements. Due to the severity and occurrence of the reported condition there will be no further action at this time. This lot number and reported condition will be tracked and trended. (B)(4).

Event description:
It was reported by a consumer that bd vacutainer® glass whole blood acd tubes are breaking during centrifugation. A total of four bd vacutainer® glass whole blood acd tubes have broken. There was no report of injury or medical intervention.